Event description:
It was reported that patient presented at three month routine follow up clinic appointment and advised of burn at grounding pad site which had caused pain and scarring. The patient has recovered.